Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 16 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include fatigue, headache and loss of consciousness and sweating . The patient reports receiving an incorrect value of 386 mg/dl from their controller. The patient as treatment administered 2 boluses and a manual insulin injection. The patient reports after they had administered treatment their controller showed their glucose level as high (>400 mg/dl). Once at the hospital the patients blood glucose level was 16 mg/dl. The patient was treated with intravenous glucose as well as a glucose injection. The patient was discharged from the hospital after 4 hours.